Event description:
It was reported that the user experienced hyperglycemia while trending downward after a dinner meal bolus, with a peak around 250 mg/dl and time above 180 mg/dl of approximately 1¿2 hours, without alerts and without use of backup therapy or ketone testing; the user expressed concern about nocturnal lows and asked about a bedtime snack, and education was provided to consider a 15¿20 g carbohydrate snack and to monitor glucose for 1¿2 hours. Symptoms included no reported acute effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention or assistance. Investigation included troubleshooting and education with review of device use and user-reported glucose trends. Investigation of this case revealed no device alarms and no evidence of device malfunction, with cause of the hyperglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.